Event description:
Unspecified functional failure it was reported the retrograde drl 8.5mm cutter broke. This occurred during the procedure. A backup device was available and used to complete the procedure. There was a delay in the procedure of 0-30min. No patient injuries were reported

Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph was provided. The photo shows what appears to be a broken retrograde drill within the bone tunnel. Per the clinical information provided: surgeon had trouble positioning the device outside the femoral tunnel during an aclr due to the close proximity to the pcl. Surgeon deployed the cutting blade without positioning the device far enough out of the tunnel causing the actuation wire to lose control of cutting blade. Device was able to be removed from the patient. Surgeon opted to use a different technique with other products to finish the case. To ensure proper cutting blade deployment, position the drill head so that it has sufficient clearance and the entire drill head window is visible beyond the bone tunnel aperture (approximately 0.6 inches [15 mm])¿. Further investigation is not warranted at this time.